Manufacturer narrative:
Concomitant medical products: product ID: 776-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3776-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 3776-75, serial/lot #: (B)(4), ubd: 20-apr-2014, UDI#: (B)(4); product ID: 3776-75, serial/lot #: (B)(4), ubd: (B)(6) 2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that high impedances were found on contacts 0-7, so the lead(s) was going to get replaced during a routine replacement of the implanted neurostimulator (ins). No symptoms reported. Additional information was received on (B)(6) 2021. The manufacturer representative (rep) reported that the high impedances were first identified on (B)(6) 2021 when the rep interrogated the implanted neurostimulator (ins). The 0-7 lead was reported to be out. The surgery to replace both leads and an ins that reached the end replacement indicator (eri) was scheduled for (B)(6) 2021 however, the entire system was completely explanted and not replaced because the physician was unable to place the new leads in the area of the old leads (cervical placement). There were no known factors that may have contributed/caused the high impedances. Patient weight was requested but was unknown. The customer discarded the explanted devices.